Manufacturer narrative:
Event logs were downloaded and reviewed. There were no entries for the date of the complaint, the 15-jul. On the 12th, there were 2 completed infusions on which the pump alarmed several times for n183. The probable cause for the complaint could not be determined. The pump passed all the pci tests. E1: initial reporter address: (B)(6)

Event description:
The event occurred on an unspecified date and involved a plum a+ infusion pump. Where it was reported, the pump sets the speeds itself and does not maintain the settings. The status of the product at the time of the event is unknown. There is unknown, patient involvement and unknown, adverse event/human harm.